Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd¿ luer slip tip syringe sterile, single use a clog causes leakage from the side. There was no report of patient impact. The following information was provided by the initial reporter: we just received another complaint from on 10/5/22 for two of the needles. They have had too many with issues that are either so resistant no solution will come out or the solution comes out the side. That might be why the solution came out the side on the one due to whatever is blocking the tip of the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ luer slip tip syringe sterile, single use a clog causes leakage from the side. There was no report of patient impact. The following information was provided by the initial reporter: we just received another complaint from on (B)(6) 2022 for two of the needles. They have had too many with issues that are either so resistant no solution will come out or the solution comes out the side. That might be why the solution came out the side on the one due to whatever is blocking the tip of the needle.